Event description:
The valve had been implanted for approximately 14 months. The pt returned a month ago after initially improving as far as walking was concerned. The pt had deteriorated and through an isotope study, the surgeon determined that the shunt was not functional. Upon removal, the device, it was observed that the valve had broken at the siphonguard device.